Event description:
It was reported that, "pre-op: loose tka, post-op: liner exchange; 6-13 ps to a 6-16 ps. Pt stable. This is everything submitted by surgeon and hospital. No further info."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.